Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the circumflex artery, below the bifurcation that was mildly calcified, heavily tortuous and 90% stenosed. The vessel diameter was 3.5 mm and the lesion length was 18 mm. After pre-dilatation with a non-abbott balloon catheter, a 3.5x18 mm rx xience xpedition stent delivery system (sds) was advanced toward the target lesion but the device became stuck in the bifurcation area of the 1st marginal artery. Reportedly, the guiding catheter was advanced further into the vessel to remove the sds from the patient anatomy. Although there was no damage to the sds visually, the 3.5x18 mm xience xpedition sds was replaced with a same size non-abbott stent to treat the target lesion. The procedure was successfully completed. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.